Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02443-1. Zimmer biomet complaint number: (B)(4). This report is being submitted to relay additional information and device evaluation. The following sections are being reported: date of this report was updated. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Type of investigation codes were updated: 4109, 4110, 4111, 3331. Investigation findings code was updated: 3252. Investigation conclusion code was updated: 4307. One imp,tsv,3.7,11.5,mtx,mg (tsvb11) was reported as fractured. The implant was returned for investigation. Visual evaluation of the as returned implant identified a fracture at the collar zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction of the implant has occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review was completed for the subject lot number (61562621) and revealed no deviations or non-conformances, which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The complaint is related to the functional performance of the devices. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Therefore, the reported events could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is the implant is loaded outside of indications. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
During follow up, the customer reported that the implant at tooth site #4 was fractured prior to the removal of the abutment screw.